Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly on (B)(6) 2015 the patient reported pain in the leg. There were allegedly radiological signs of liner fracture.